Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient has experienced a broken femoral neck.

Manufacturer narrative:
Additional information received from litigation: updated implant and explant dates.